Event description:
Additional information was received that patient was replaced due to low impedance. Per the hospital explanted product will not be returned. No product has been received to date. No other relevant information has been received to date.

Event description:
The patient's device was checked and they presented with low lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.